Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 12/1/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: how many devices demonstrated the alleged deficiency? Some of it in the box did the event occur during one or multiple patient procedures? Multiple what is the total number of procedures? Unknown, no information have any of these events been previously reported to ethicon? If so, could you please provide the corresponding reference number(s)? No when were the needles detached/pulled off from the threads (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? During handling prior to use on patient and during use on the patient it was reported that the needle detaches on its own. Could you please elaborate further on this reported issue? While the article was being removed from the package or during the sewing process, the needle came loose it was reported that the needle is lost more quickly. Could you please elaborate further on this reported issue? While the article was being removed from the package or during the sewing process, the needle came loose please provide the product return status device will send for investigation please provide the source or name of person providing answers to follow-up questions: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. According to user feedback, the needle sometimes detaches from the thread very easily or even on its own. This leads to increased suture waste as threads need to be replaced. Furthermore, the needle is lost more quickly due to the problem described. There were no patient consequence reported. Additional information was requested.